Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that while on a patient the vela ventilator experienced "vent inop, motor fault and transducer fault" alarms. The customer performed transducer tests. Bench testing of the unit revealed that the turbine differential pressure failed. There was no patient harm associated with the reported issue.

Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated. Xdcr pt800 failed.